Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode pad. The area was described as red with small bumps and mild itchiness, burning and peeling. During a follow up, the patient reported that her pcp had recommended hydrocortisone cream and she was also prescribed triamcinolone acetonide cream which had reduced the peeling and burning. During a subsequent follow up, the patient reported that the irritation was a yeast infection and was prescribed a cream from her dermatologist. Attempts to follow up with the patient on the final outcome of the irritation were unsuccessful. The final medical outcome of the irritation is unknown.